Event description:
The facility returned the device for service. During service the baxter repair technician reported that the pump failed accuracy pretest and test. No reports of any patient incident involving this pump